Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005: the patient underwent a percutaneous lumbar discectomy, l4-s1. On (B)(6) 2008 : the patient presented with a preoperative diagnosis of l5-s1 diskogenic back pain and l5-s1 degenerative disk disease with foraminal stenosis. The patient underwent the following procedures: l5 and s1 laminectomy; l5 and s1 bilateral lateral fusion; l5 and s1 bilateral segmental pedicle screw instrumentation; l5-s1 posterior lumbar interbody fusion; l5-s1 insertion of a single prosthetic device; microdissection of the nerve roots using the operating microscope; right iliac crest bone graft through a separate subfascial skin incision; interpretation of intraoperative x-rays without the presence of a radiologist. Per the op notes, following placement of the pedicle screws, the transverse processes were decorticated and a copious amount of autogenous bone graft was placed at l5 and s1 for a bilateral lateral fusion. This was supplemented with rhbmp-2/acs. The bilateral lateral fusion was performed with traditional techniques. No patient complications were reported. On (B)(6) 2009: the patient presented with back pain as well as some left lower extremity pain. Diagnosis back pain secondary to a work injury. On (B)(6) 2009: the patient presented for follow up. The doctor noted the patient was very insistent on having access to percocet and extremely unwilling to decrease or discontinue that medication. The patient repeatedly uses foul language. On (B)(6) 2009: the patient presented for MRI of the lumbar spine with contrast. Impression: mild disck bulging at l4-5; postoperative changes l5-s1 without recurrent herniation or spinal stenosis; small fluid collection in the soft tissues posterior to the spinal canal at l5-s1. On (B)(6) 2009: the patient presented with back pain, sciatic type pain. Post-operative MRI's looked good, no evidence of hematomas or nerve compression. Diagnosis: discogenic back pain secondary to work injury. On (B)(6) 2009: the patient presented with back pain as well as pain radiating down both lower extremities as well as infrequent paresthesias in the left lower leg. Emg study was performed and came back normal. On (B)(6) 2009: the patient presented for follow up of emg. The emg was normal. The patient still reports back pain. X-rays looked good and fusion looks solid. Diagnosis: discogenic back pain secondary to work injury. On (B)(6) 2009: the patient presented with constant pain in lumbar spine with radiating pain into left buttock region. The patient states he feels like the screws are cutting their way out of the back. On (B)(6) 2009: the patient presented for evaluation. It was found that the examiner found significant submaximal effort during the evaluation. The examiner felt these were compatible with a strong attempt to portray less than actual ability and there were strong indicators of symptom magnification. The patient was deemed capable of functioning in a light category.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6), 2008: the patient presented with back and sciatic complaints unresponsive to conservative care. Pre-operative diagnosis of l5-s1 diskogenic back pain; l5-s1 degenerative disk disease with foraminal stenosis. Patient underwent following procedures: l5 and si laminectomy; l5 and s1 bilateral lateral fusion; l5 and s1 bilateral segmental pedicle screw instrumentation; l5-s1 posterior lumbar interbody fusion; l5-s1 insertion of a single prosthetic device; microdissection of the nerve roots using the operating microscope; right iliac crest bone graft through a separate subfascial skin incision; interpretation of intraoperative x-rays without the presence of a radiologist. Per-op notes, the intraoperative findings revealed the facet joints at l5 and s1 to be fairly arthritic and degenerative. A laminectomy was then performed at l5- 81. Laminectomy, partial facetectomy, foraminotomy, decompression of the spinal cord and cauda equina and nerve roots was performed at l5 and s1. The patient then had a posterior lumbar interbody fusion performed at l5-s1. A fairly tedious decompression and diskectomy was performed at the l5-s1 disk space. Autogenous bone graft was placed into the disk space for an autogenous posterior lumbar interbody fusion. Once that was completed, the patient then had a single prosthetic device placed into the disk space to distract open space and increase the fusion rate. The patient then had the transverse processes decorticated and a copious amount of autogenous bone graft was placed at l5 and 81 for a bilateral lateral fusion. This was supplemented with bone morphogenetic protein. The bilateral lateral fusion was performed with traditional techniques. Interpretation of intraoperative x-rays revealed the patient had good placement of the instrumentation and the bone graft. There was no radiologist present during interpretation of the films. The interpretation was required to make sure the appropriate level was performed and that the screws were in good position.